Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with no tortuosity. The 3x8 mm xience skypoint stent was implanted but it could not be seen in the vessel as it was noted to be too small for the lesion. The stent was floating in the artery and was moved by a guide catheter back to the mid lad and implanted with a balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent migration and difficult or delayed positioning could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that may contribute to stent migration include, but are not limited to, patient anatomical morphology, patient disease state, procedural / deployment technique, non-uniform or partial stent apposition or under-sizing of the vessel. Factors that can contribute to difficult or delayed positioning includes, but are not limited to, incorrect stent size selection, change in stent length, poor visibility, or inaccurate stent placement. In this case, it is possible the selected stent may have been too short (small) to treat the lesion and could not be seen in the vessel, causing the reported difficult or delayed positioning, ultimately leaving the stent to float in the artery, causing the reported stent migration; however, based on the information provided, this cannot be confirmed. The stent was moved by a guide catheter back to the mid left anterior descending (lad) and implanted with a balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.